Manufacturer narrative:
There was no allegation of inaccuracy against the medtronic products involved. Medtronic navigation is in process of investigating this event further.

Event description:
A medtronic representative reported that while in a cervical spine case, with the o-arm, the surgeon was using the cranial frame on the mayfield clamp. The medtronic rep reported that the starburst on the non-medtronic mayfield did not fully seat and that one of the surgeons taped it. The medtronic rep cautioned the surgeon that if the pt slipped in the mayfield then accuracy would be off, however, the surgeon proceeded using the taped mayfield. As they felt inaccurate they took a second and a third spin with the o-arm, after which, they were satisfied and completed the case using navigation. They took a post-op spin with the o-arm and the medtronic rep reported the surgeon backed-out at least one screw and re-seated it. After this the surgeon was satisfied and closed the pt. There was no negative outcome to the pt.